Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes the shield was deformed. Foreign complaint the following information was provided by the initial reporter: the shield was deformed.

Event description:
It was reported that before use of the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes the shield was deformed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the shield was deformed.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for incorrect placement of the stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for incorrect placement of the stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.